Event description:
A stent was placed for aneurysm coiling and a loading dose of plavix was given. The procedure was successfully completed. However, the patient was brought back approximately half an hour post procedure, due to a lack of movement in his right hand. Angiography showed the stent had thrombosed. Medication was administered to break up the clot and a thrombectomy was attempted but both methods were unsuccessful. The patient suffered a stroke (date of onset unknown) and this was attributed to the thrombosed stent. The patient subsequently expired, the cause of death was related to the stroke.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death, stroke, hemorrhage and stent thrombosis are all known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
A stent was placed for aneurysm coiling and a loading dose of plavix was given. The procedure was successfully completed. However, the patient was brought back approximately half an hour post procedure due to a lack of movement in his right hand. Angiography showed the stent had thrombosed. Medication was administered to break up the clot and a thrombectomy was attempted but both methods were unsuccessful. The patient suffered a stroke (date of onset unknown) and this was attributed to the thrombosed stent. The patient subsequently expired, the cause of death was related to the stroke.